Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed via transesophageal echocardiogram (tee). The patient was prescribed a blood thinner.

Manufacturer narrative:
E1: physician name added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed via transesophageal echocardiogram (tee). The patient was prescribed a blood thinner.

Manufacturer narrative:
B5: event resolution added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure took place and a 27mm watchman flx closure device was implanted. Post implant, the patient was prescribed dual antiplatelet therapy. At the 45-day follow-up, a device related thrombus was observed via transesophageal echocardiogram (tee). The patient was prescribed a blood thinner. It was further reported that tee was performed approximately five (5) months post-implant and the thrombus was noted to be resolved.